Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility on the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, wd440 adaptascope (wassenburg), using peracetic acid. The occurrence date of the event was unknown. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct the initial report. This initial report was duplicated with 8010047-2021-11088 and will be withdrawn.